Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included: api® 20e: identification to the species enterobacter aerogenes. Vitek® 2 gn ID (customer lot): low discrimination call of klebsiella pneumoniae ssp ozaenae / klebsiella pneumoniae ssp pneumoniae / enterobacter aerogenes. Vitek® 2 gn ID (random lot): low discrimination call of klebsiella pneumoniae ssp pneumoniae / enterobacter aerogenes. As enterobacter aerogenes is listed as a possible identification for both gn ID card lots tested, the correct identification was obtained and cards are performing as expected. The customer result was not reproduced.

Event description:
On (B)(6) 2015, a customer reported to biomerieux an incident that the vitek® 2 gn ID test kit obtained the wrong identification compared to other methodologies. The vitek® 2 test determined the identification to be kleb pneumo whereas other method determined it to be enterobacter aerogenes. There is no indication from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. An investigation into this incident has been initiated within biomerieux.